Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a holter monitor, it was noted that the atrial lead was not tracking some p-waves. The lead remains in use. No patient complications have been reported as a result of this event.